Manufacturer narrative:
Investigation: one sample unit was received by our quality engineer for evaluation. Upon inspection of the sample, no damages or molding defects were observed and the stopper was correctly assembled within the device. A device history record review did not reveal any anomalies or quality issues during the production of the provided lot number that could have contributed to the reported defect of leakage. During the assembly process, mechanical leak testing is performed on every syringe, in case of failure, the syringe is automatically rejected to scrap. Based on the investigation, a cause for the reported defect could not be determined. It has been received 1 sealed sample of 50pf lot 1704208p for investigation. Upon visual of this sample received, no damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. DHR of lot 1704208p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the assembly station during manufacturing process, mechanical leak test is done to every syringe. In case any fails, it is rejected automatically to scrap. Leak test is done with the 50ml perfusin bd syringe received according to procedure and iso 7886-1 annex d. It meets iso 7886-1 annex d. It is also disassembled not observing any damage in plunger rod or any of its components that could have caused leakage. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. According to results obtained from leak test we can confirm no manufacturing defect has been found in the sample received and manufacturing record stablished that all production and quality processes were carried out normally so the root cause is not related to a manufacturing defect. Defect: leakage past the stopper. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): visual inspection: molding: 2 injections per shift. Printing: 6 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 6 samples per hour, after any intervention in the equipment and once at the beginning of the shift. Packaging: 1 box per pallet. Functional inspection: -printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -assembly: once per day. Once in the first pallet, once in the middle of the lot and once in last pallet of the lot. -primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Upon visual of this sample received, no damage or molding defect can be observed in the syringe that could have caused leakage and the stopper is correctly assembled to the plunger. Based in severity and occurrence not formal CAPA is required according to internal procedure (B)(4).

Event description:
It was reported that there was leakage between the plunger and the barrel of a bd plastipak¿ syringe. There was no report of exposure, injury or medical intervention.